Event description:
At about 11 years and 6 months after the primary, the patient came in reporting pain due to a loosening of the stem followed by subsidence. The surgeon revised successfully the medacta stem and head with competitor components and revised the medacta liner with a medacta liner.

Manufacturer narrative:
Batch review performed on 19-jul-2023 lot 112821:(B)(4) items manufactured and released on 07-oct-2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs director: stem revision performed 11 years and 6 months after primary cementless total hip arthroplasty in a male patient due to a subsided stem. In the radiographic image provided, signs of stress shielding and radiolucent lines in gruen zones 1 and 7 are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.